Event description:
It was reported that during a cori-assisted tka procedure, it was believe there may have been a software issue of incorrectly sizing/over sizing the femur on the patient. Initial plan had a size seven femur over a tibia size four. In order to get good m/l fit they had to downsize to a three. Surgeon would not accept bigger than four. But it was decided to turn off the console and restart a new case. Same process and still ended up with a size seven femur. It could not make a size four femur work and at this point the surgeon did not trust information and bailed to manual. It is confident the surgeon did not float the point probe off bone during collection and that collection was done on bone not soft tissue. Surgery was resumed, after a greater than 30 minutes delay, with a change in surgical technique to manual procedure. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.